Event description:
It was reported that a damaged needle occurred. The sensor was inserted into the abdomen, which is off label usage of the device, on 05-01-2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4)